Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wasn't receiving good coverage since an MRI they had on (B)(6) 2019. The patient was experiencing a lot of hip pain. The pain started when the ins was turned off and the patient verified that stimulation was currently on and they increased it from 7.5 to 8.5 in the next program. The patient was advised to follow up with their healthcare provider regarding the event. No further complications reported.